Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported they observed leaking at the tip of the equipment. There was no harm to the patient.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Two used samples were received form the evaluation. Upon visual and functional inspection, leaking between the cross spike and the line was observed. As part of continuous improvements, a CAPA (corrective action and preventive action) has been opened. The root cause and the action plan will be documented through CAPA.